Manufacturer narrative:
E1 - event site name - (B)(6) hospital e1 - event site postal code: (B)(6). E1 - event site telephone:(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during daily testing the cardiosave intra-aortic balloon pump (iabp) was giving inconsistent helium level readings no patient was involved and no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that after recalibration of internal helium transducers, system came up with "no helium alarm" on user interface window while helium was present. Repair is pending.